Event description:
It was reported that bd needle 30x1/2 rb had foreign matter. The following information was provided by the initial reporter: it was reported by the medical professional, a hair was seen on the needle tip. Verbatim: after the eylea dose was withdrawn with the filter needle, the needle was switched to the injection needle. When the injection needle was uncapped, a hair was seen on the needle tip so the eylea could not be used. It was unknown if the needle had been primed prior to seeing the hair or if the needle was to be primed when the hair was seen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. New jersey (nj), USA has been used as a default. A device history record review was completed by our quality engineer team for provided material number (B)(4) and lot number 9296221. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. CAPA not required at this time.